Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy, when the first handle was taken out from the charger, the display would not work. There was no response even if various buttons were pressed. A second handle was prepared and inserted into the power shell, however, striped pattern was found to be indicated on the display. Although it was difficult to check the display visually, adapter was continued to be attached and the attachment was able to be performed without any problem, but the reload would not work during the opening and closing check after attaching. The indication of display disappeared immediately after that, so the product was stopped using. The product was not used for patient. A manual stapler was taken out and the operation was completed without problem. It was stated that the surgical time was extended by less than 30 minutes. Medtronic's initial evaluation of the incident device found damaged on the ground trace of 44-pin flex cable due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection.

Manufacturer narrative:
Correction h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable on the ground pins was detected. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy, when the first handle was taken out from the charger, the display would not work. There was no response even if various buttons were pressed. A second handle was prepared and inserted into the power shell, however, striped pattern was found to be indicated on the display. Although it was difficult to check the display visually, adapter was continued to be attached and the attachment was able to be performed without any problem, but the reload would not work during the opening and closing check after attaching. The indication of display disappeared immediately after that, so the product was stopped using. The product was not used for patient. A manual stapler was taken out and the operation was completed without problem. It was stated that the surgical time was extended by less than 30 minutes.